Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during fill 1 that his cycler alarmed for air detected in the cassette. He discontinued treatment. When he was removing the cassette he found fluid leaking and some dripped onto his feet. He was advised to contact his pd nurse. The set was discarded. During follow up the patient's pd nurse reported he had clear effluent and not had any complications. He was not prescribed any antibiotics.